Event description:
The following has been reported: biomed reported: pump (B)(6), service needed alarm at power up, no patient harm, no report of stopping an infusion. A preliminary review identified the following issue: pneumatic valve leak failure (valve 3). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for a valve 3 leak. The device displayed both a major and minor pump problem alarm. The new logs were pulled and the minor pump problem alarm was for ambient sensor failure and the major alarm for valve 3. The device was reverted to manufacturing mode and pneumatics hardware testing was performed. The device experienced a valve 3 failure. Additionally, it was found the ambient board wire assembly's red wire terminal is very loose and not connecting properly.